Manufacturer narrative:
Concomitant medical products: 694758 lead implanted: (B)(6) 2009, 5076-45 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and intermittent oversensing. The rv lead was programmed off and then capped and replaced. No patient complications have been reported as a result of this event.